Event description:
The consumer reported that they had swelling for several days after the surgery and was extremely cold for several days following the surgery. The patient stated that stimulation was not directed to their lower back and the back of their left leg, but rather their left front side and down the front of their left leg. The patient was reprogrammed again and the stimulation was still not correct and she did not have relief of the pain. The patient had an x-ray which was inconclusive and then a CT scan that showed the placement of the device was "off." The patient had the device removed. The indication for use was spinal pain.

Manufacturer narrative:
The device position issue was determined to be previously reported under manufacturer report number 3004209178-2016-12330 while the current manufacturer report captures the swelling and stimulation in the wrong location. Supplemental to update codes, code (B)(4) no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.